Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Two possible lot numbers have been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that multiple knives did not cut during surgery. There was no report of any patient harm. Additional information has been requested. Additional information received confirmed that the procedure was completed during the same surgery with no rescheduling required.

Manufacturer narrative:
One opened knife sample with gauze and tape wrapped around the blade in a plastic bag was received for the report of the knife would not cut. The returned sample was visually inspected and was found to be nonconforming with a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the sample. The product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customer's reported issue of a dull blade. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).